Event description:
It was reported that stent fracture occurred. The target lesion was located in mildly tortuous and mildly calcified bifurcated region of the mid left anterior descending (lad) artery. Calcific nodules were present. A 2.50 x 24mm synergy xd drug-eluting stent was advanced and deployed for treatment. However, following stent deployment, intravascular ultrasound (ivus) revealed broken struts. A second stent was deployed in the broken stent and the procedure was completed with post dilatation. No patient complications were reported. The patient status was fine.